Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, both applicator inner shafts could not be removed from the cage after the cage was inserted. The inner shafts were cut off with a luer. The procedure was completed successfully with no reported delay. There is no reported patient consequence. This report is for a t-pal spacer applicator inner shaft. This is report 4 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: additional information provided. Lot number is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Date of manufacture is now known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As part of the ongoing investigation, it was discovered that the tip of an unknown applicator inner shaft was broken off inside one of the applicator knobs. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.812.003; lot: l713162; manufacturing site: hägendorf; release to warehouse date: april 05, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: cq zuchwil; selected flow: 2. Device interaction/functional. Visual inspection: the returned assembled applicator out shaft, applicator knob and applicator inner shaft could have disassembled without any problems. No abnormal findings were identified on these returned parts. All in all, the parts are in used condition. Based on this result, we can exclude a manufacturing fault. Unfortunately, we are not able to determine the exact cause which leads to this occurrence. We only can assume that a handling failure has caused the described complaint. Function test: no abnormal findings were identified on these returned parts. The parts could be assembled without high effort. Summary: the returned applicator out shaft, applicator knob and applicator inner shaft were examined and were found to be functioning as intended; the knob could be attached and detached to the shaft without any problems. On the distal end, the threads are in a good condition presenting some normal signs of use. Also, there are wear marks visible at the prongs. The review of the production histories revealed that these instruments were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. In addition, they were function checked before they leave the manufacturing facility. The complaint condition could not be duplicated. Nevertheless, we would like to point out that instruments with threaded parts must be lubricated after the reprocessing. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.